Event description:
It was reported that data points did not match historical continuous glucose monitor data points. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.